Event description:
Per oracle ro: 1219832 cracked battery cover/motor rate error and loose components.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked, the battery was missing, and there was a rattling noise inside the pump. A review of the event history log (ehl) motor rate error. During the functional testing the reported issue was able to be duplicated. Cracked on battery cover and rattling sound (broken position plastic tab) were during visual inspection. The root cause of motor rate error was due to normal wear as the pump was over 10 years old. The damage was due to customer impact of the device. Replaced the whole motor assembly, lead screw and both clutch halves. Replaced battery cover and position pot. Performed preventative maintenance and all functional testing.